Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "doesn't produce ultrasounds" is not considered to be a reportable malfunction as upon further information received stating that the event was mistakenly reported and the previously provided information was not a valid information. No further reports will be submitted under mfg report num 2028159-2026-00399. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery an ophthalmic system and handpieces were used which does not produce ultrasounds. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.